Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the papilla during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, post-procedure, it was noted that the side car-rx (guidewire port) was slipped backward exposing the basket tip. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual evaluation of the returned device found the basket to be fully retracted, and the side car-rx presented pushback out of specification. An attempt to extend the basket was unsuccessful due to the dried residue inside the device. The evaluation concluded that the condition of the returned device was consistent with the complaint incident of side car-rx pushback. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. According to the complaint the issue occurred inside the patient. Due to anatomical/ procedural factors encountered during the procedure performance was limited. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the papilla during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, post-procedure, it was noted that the side car-rx (guidewire port) was slipped backward exposing the basket tip. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.